Event description:
It was reported that balloon rupture occurred. During preparation of a 1.50mm x 8mm emerge balloon catheter, it was noted that the balloon was ruptured. The procedure was completed with a different device and there were no patient complications nor injuries reported.